Event description:
(B)(4). It was reported that angina, ischemia and coronary artery restenosis occurred. On (B)(6) 2013, the patient presented due to stable angina and was hospitalized immediately. Antiplatelet medications: aspirin 100mg was last taken on (B)(6) 2012 and clopidogrel was last taken on (B)(6) 2013. Subsequently, the index procedure was performed. The 90% stenosed, 20.0x2.5mm, de novo, eccentric, type c, diffuse target lesion was located in the bifurcation area of a mildly calcified and mildly tortuous mid circumflex artery. The physician treated the lesion with direct stent placement using a 2.25x24mm promus element plus stent at 6 atmospheres and was successfully implanted. One day post procedure, the patient was discharged. On december 2013, the patient experienced stable angina and ischemia was noted in the left main coronary artery. In addition,coronary artery restenosis in mid circumflex artery and stenosis in right posterior descending artery was noted. On february 2014, percutaneous coronary intervention (pci) was performed to treat the stable angina and ischemia. One day post procedure, the patient recovered from the event. However, no intervention was done to treat the coronary artery restenosis in mid circumflex artery and stenosis in right posterior descending artery.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).